Event description:
Related manufacturer reference number: (B)(4). During an in clinic follow-up, the device was interrogated and found to be in an unexpected reset. A firmware download was performed to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of device was in read only mode (rom) mode was reported to abbott. The device was no returned for analysis; however, device records were reviewed by an abbott software engineer who confirmed that in addition to the rom mode an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change mode. As a result of this finding, abbott is performing further investigation.